Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of chapped lips, painful lips, drying, cracking, and peeling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported four weeks after injection in the nasolabial folds and lips with "juvederm," the patient developed chapped lips. The patient stated that their lips were "painful," "drying," "cracking," and "peeling." A cortisone shot was provided as treatment by a healthcare professional other than the injector. Symptoms are ongoing.